Event description:
It was reported that the ilet pump disconnected from the dexcom g7 for about one hour, while the dexcom g7 remained connected to the user¿s mobile app and later reconnected to the ilet during a call with support. Symptoms included no reported alerts, alarms, or adverse clinical effects. Outcomes included no impact to health and no need for medical evaluation or hospitalization. Investigation included user education and troubleshooting over the phone. Investigation of this case revealed restoration of connectivity and no further issues after reconnection. It was concluded that the event was non-serious and resolved with standard guidance, with no device malfunction confirmed.